Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what caused the sudden change in therapy/symptoms, the patient said bladder infection. When asked what were the actions/interventions taken to resolve the sudden change in therapy/symptoms, the patient said antibiotics and antispasmodic. When asked if the urinary tract infection (uti) was related to their underlying urinary dysfunction or to the device/therapy, the patient said "no." The cause of the uti was a bladder infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reported bladder issues and they don't know if they are related to the device/therapy. The symptoms reported were: pain when urinating, incontinence, and frequency. The event was considered a sudden change in therapy/symptoms. The patient then said that it has been occurring on/off for about a year. Furthermore, they said the test results came back positive for a urinary tract infection (uti) one time. Other times, it has not and that's why the urologist is suggesting the tests. The patient is working with a urologist and their managing healthcare provider (hcp) for the device is a colorectal specialist. The call center recommended the patient to consider notifying their managing hcp for implant. No further patient complications have been reported as a result of this event.